Event description:
The customer reported an additonal false positive result that occurred on (B)(6) 2022 for sample ID (sid) (B)(6) on alinity m sars-cov-2 amp kit (list 09n78-095) lot 381032. There was no report of impact to patient management. This event is being reported with the following MDR: 3005248192-2022-01020.

Manufacturer narrative:
This incident is being reported to FDA because the incident occurred in taiwan using the alinity m sars-cov-2 assay, list number 09n78-95 which received FDA eua approval. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The run which involved the discrepant result was valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 381032 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 381032 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 381032 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 381032. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lot 381032 was not identified.